Event description:
Allegedly patient had a non-union - not due to hardware per surgeon. Patient is vitamin d deficient - non-compliant. Revised to a medium plate and screws. The screw was broken prior to removal and a portion of the screw remains in the patient's bone.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00724.